Event description:
It was reported that the patient with this pacemaker experienced bradycardia and lightheadedness. Boston scientific technical services (ts) discussed that the implanted device did not record arrhythmia episodes in configured collection period. Automatic pace threshold tests were found to be successful. Moreover, symptoms reported by health care professional (hcp), but no corresponding episodes stored in device at that date and time. However, low amplitude was observed in the right ventricular (rv) lead. Additional information was received which indicated that this patient experienced a vasovagal episode and this device was checked and was found in normal function. There was no follow up with the patient after the device check. Additional information was received that later on, this patient experienced a syncopal episode. Upon review, ts was consulted and there were no recorded episodes in the configured collection period and automatic pace threshold test episodes stored in configured collection period were successful. Further information was received that another syncopal episode was experienced by this patient. Ts was consulted and confirmed pacemaker mediated tachycardia (pmt) episodes were stored within this device that appeared atrial driven and ended with algorithm appropriately. As of this time, this device remains in service. No adverse patient effects were reported.